Manufacturer narrative:
It was reported that "the control box has no power to it. They have tried several things, and it will still not work. It was further reported that the issue occurred when trying to use the remote and no power was observed. Additionally, it was reported that none of the bed functions were working. A clicking noise was heard from the main motor system. The hi-lo function was reported to not work, with no noise coming from that motor, and the bed had to be manually lowered. It was also reported that after replacement of components, the overall up and down function still did not work, and the high/low function was identified as not working while other functions were reported to be operational." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the control box has no power to it."